Manufacturer narrative:
The related screw was not assembled in the assembly process of the suspension arm and there was no related inspection item.

Event description:
On 2023-12-26, during repair of the device, a field service engineer (fse) found that a screw was missing from the suspension arm. Fse repaired the device with a new screw. The device was repaired and met zeiss specifications. There was no injury to a patient or third party.